Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was within range on the day the event occurred. The customer performed precision of chemical wash (chem wash), after which erratic results were obtained. The customer replaced reagent arm 1 (r1), bleached r1 drain and repeated precision of chem wash which resulted unsatisfactory. The customer put on a new flex and repeated chem wash precision. The customer aligned the r1 probe and repeated chem wash precision, resulting satisfactory. A ccc specialist instructed the customer to clean reagent arm 2 (r2) and sample drain. The customer then ran qc, resulting within range. The customer recalibrated, cleaned drains, and ran chem wash and qc along with patient precision, resulting the same. The ccc specialist reviewed the filter data and instructed the customer to replace the source lamp per the operators guide, recalibrate and re-run qc. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance along with decontamination, after which chem wash replicates resulted satisfactory. Qc was in range and patient comparison resulted satisfactory. The cause for the discordant, falsely elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were auto repeated, resulting lower. The samples were repeated again on the same instrument, resulting lower and matching the auto repeated results. The second repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.